Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Additional products: d4: serial or lot#: (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the pump ( (B)(6) ) and the controller ( (B)(6) ) were not returned for evaluation. A review of the event log file revealed that the controller logged an event exception on 20/jun/2023 at 14:52:49, indicating a software error on the pump motor controller (pmc) in the commutation control module. Commutation is the process of switching winding current to generate motion. The pmc is responsible for capturing pump parameters, monitoring and maintaining the pump at the desired speed. The event file also logged an event exception at 14:52:49, indicating that the pmc had reset itself intentionally. The pmc reset was followed ten (10) seconds later, at 14:52:59, by a controller fault alarm that was due to the pump not starting after the pmc reset. A successful pump start event was then logged at 14:53:02. Of note, log file analysis revealed power consumption above 10 watts during the period in which the pump was restarting. It is likely the observed pmc reset is related to the reported vad stopped event. As a result, the reported event was confirmed. The most likely root cause of the reported high power event can be attributed to the increased power consumption required by pump start event following the pmc reset event. Based on risk documentation and the available information, the most likely root cause of the reported controller fault alarm, observed event exceptions, and pmc reset can be attributed, but not limited, to a temporary memory corruption. CAPA pr00594989 is investigating this issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the  ventricular assist device (vad) exhibited a vad stop and high watts. It was also reported that the controller exhibited a controller fault alarm. The vad and the controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. The codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system ¿2.0 controller d4: model#: 1420 / catalog#: 1420 / expiration date: 31-may-2022/ serial#: (B)(6) UDI#: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 12-may-2021, h5: no. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.